Event description:
It was reported that a small volume folfusor did not infuse. This occurred during infusion of fluorouracil and 0.9% sodium chloride. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.